Event description:
Icp catheter replacement following accidental sectioning. After insertion of the new catheter, it was connected to the monitor. The monitor began to reboot. The monitor and cables were replaced several times, without success. Icp catheter replacement was successful but required a new cranial incision.